Event description:
It was reported that during an embolization procedure, the catheter leaked at the hub. It was also reported that a clot formed inside the catheter. The pt experienced a headache and became very agitated. The physician removed the catheter and administered heparin and streptokinase and the symptoms subsided. The pt status is listed as "okay".